Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness and chest tightness. It was also reported that one possible under sensed beat was noted on the right ventricular (rv) lead. The rv lead remains in use. No further patient complications have been reported as a result of this event.